Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 495 mg/dl.the customer was advised after the troubleshooting was performed that the insulin exits with manual prime. The customer insulin pump is working as designed. The customer was advised that the alarm was caused by set/reservoir occlusion.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.